Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump display screen had become scratched. The reporter stated that there did not appear to be a display lens film on the pump as nothing was peeling up when attempted to remove. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/24/2013 with the following findings: during testing, the display screen was found to be heavily scratched.